Manufacturer narrative:
Method of investigation: actual device not evaluated. Process evaluation. Labeling evaluation. Review of complaint database. Investigation results: no results available since no evaluation performed. The complaint alleges the patient is experiencing limping and pain. The products had been implanted for approximately 102 months as of awareness. The patient is male. The device history record was reviewed where available and indicates that the products were manufactured to specification and met all inspection/acceptance criteria. The products were manufactured in 2003 and 2006. The products were not returned and there were no radiographic images provided to analyze positioning or use of the products. No supporting evidence such as x-ray images, lab reports, mris, surgical notes, or return of the implants were provided to confirm the allegations. The internal complaint database was reviewed and shows no trends for the lot numbers provided. The package inserts provided with these products (128003-4 and c100018ab) lists pain as a potential postoperative complication. There are many sources and cause of pain following total hip arthroplasty. Full clinical information is required for a complete evaluation of any specific incident. With the information provided, product use or contribution remains inconclusive. Device was used for treatment. Corrective & preventive action summary: no corrective action required: analysis shows no trend for item/lot. Conclusion: known inherent risk of procedure, unable to confirm complaint, device not returned.

Event description:
Allegedly the patient states he is limping and is hurting constantly. Additional information received.: mom complications. Pt. Now revised.